Event description:
PICC line was being placed in special procedures lab in radiology. The PICC line was inserted into the patients right upper arm. When the peelable sheath was being removed, it broke and part of the peelable sheath was left in the patients vein. Radiologist attempted to retrieve part of the broken sheath but was unsuccessful. Surgeon was consulted and patient was taken to the or and the broken sheath was surgically removed. The used device has been returned to navilyst medical for evaluation.

Manufacturer narrative:
The used device as well as 2 unused devices from the same lot were returned for evaluation. As the sheath/dilator is a purchased device for navilyst medical, the samples have been forwarded to our supplier, greatbatch manufacturing, along with a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).